Event description:
It was reported that during the preparation for a watchman left atrial appendage (laa) closure procedure to treat atrial fibrillation (afib) and bleeding risk, a versacross connect system was selected for use. After multiple attempts to flush the 31mm watchman flx sheath, air was being introduced into the system. The distal tip was submerged in heparinized saline, while the proximal tip had a 50cc syringe that was being filled and flushed via the y-port on the sheath from the heparinized saline bowl. All connections were checked to ensure the clear tuohy borst was closed/snug. The physician then removed the clear stopcock that is attached to the y-port and put another stopcock on as he thought this was introducing air, and a crack on the stopcock was noted. The j-wire was used to introduce the pigtail coronary catheter to cannulate the laa. However, the physician could not use the j-wire as the distal tip was found kinked/bent after threading it into the pigtail catheter. In addition, the physician also mentioned that j-wire was "flimsy". There were no issues found prior to opening the package. To resolve the issue, the physician then selected a non-boston scientific j-wire to introduce the pigtail catheter. No patient complications were reported. The device will not be returning due to being disposed. It was further reported that the crack on the stopcock was noted on the watchman flx sheath and not the versacross device.

Manufacturer narrative:
It has been determined that the reported broken stopcock is not related to a versacross large access solution, it is related to the watchman flx. This event is now deemed non-reportable as the event was not related versacross to the device. Device codes updated from a0401t: break to a25 no apparent adverse event it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation for a watchman left atrial appendage (laa) closure procedure to treat atrial fibrillation (afib) and bleeding risk, a versacross connect system was selected for use. After multiple attempts to flush the 31mm watchman flx sheath, air was being introduced into the system. The distal tip was submerged in heparinized saline, while the proximal tip had a 50cc syringe that was being filled and flushed via the y-port on the sheath from the heparinized saline bowl. All connections were checked to ensure the clear tuohy borst was closed/snug. The physician then removed the clear stopcock that is attached to the y-port and put another stopcock on as he thought this was introducing air, and a crack on the stopcock was noted. No patient complications were reported. The device will not be returning due to being disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.